Event description:
It was reported that right ventricular lead exhibited noise. Fracture was suspected, but unable to be confirmed. The lead will continue to be monitored. There were no patient consequences.